Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade inserter would not come back through a guide sleeve during a trochanteric fixation nail (tfna) procedure. They were able to take the whole handle off and proceed with the surgery without delay. The procedure was successfully completed. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: three devices were received with no visible damage. The devices were assembled together and no issue or problem was discovered. The devices functioned as intended and were able to freely slide and move. The complaint condition was unconfirmed, and the cause of the complaint condition could not be determined. A visual inspection, dimensional inspection, functional test, device history record, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. There were no issues found with the returned device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.